Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse found that the compression pump made abnormal sounds. The maintenance mode compressor test was abnormal, and it was initially determined that the compression pump was faulty. A quotation has been made to the customer. Because the price was too high, the customer negotiated the maintenance method. No parts were replaced and the equipment cannot be used and no inspection was done. If information is received, we will reopen and update the complaint.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) high temperature in the system, and abnormal sounds could be heard from the machine. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.